Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4).

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. Unique device identifier (UDI #): UDI# is unknown, as the serial number was not provided. If explanted, give date: not applicable, the lens remains implanted to date. Concomitant medical products: platinum 1 series cartridge, model 1mtec30, lot: unknown; standard technis cartridge injector; non-johnson and johnson machine; non-johnson and johnson viscoelastic. Device manufacture date: unknown as serial number was not provided. (B)(4). The device was not returned for analysis (the lens remains implanted.) There was no serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date a response has not been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor removed a fragment from the eye of a female patient in a secondary surgical procedure. The doctor does not know the source of the fragment but indicated that the possible options would be the intraocular lens cartridge or from the outer edge of an intraocular lens. The doctor indicated that a fragment of the phaco sleeve would be unlikely the cause as it appears to be clear, not pink. Additionally, it was noted that the surgeons do not routinely inspect every lens before they are loaded into an injector. They will look at it once it is folded and in the cartridge only, in order to see if the folding has been correctly done. Once in the eye and unfolded the lens is always checked/looked at by the surgeon. It was indicated that the viscoelastic (ovd) and the system used were competitor¿s devices. The doctor noted that the fragments themselves are too large to have traveled down the cannula of the ovd so it unlikely to be the source. The surgeon reported that he did get two (2) foreign bodies/foreign material out which he managed to save one of them. No additional information was provided. The surgeon reported that he has experienced this issue on two patients. This report pertains to the event reported with the first patient and on the zct150 intraocular lens. A separate report is being submitted for the event with the second patient.